Event description:
Customer reported blood glucose result of 211 mg/dl on the advantage system 1 and 106 mg/dl on advantage system 2 within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2. Please see medwatch with (B) (4) for report on advantage system 1.